Manufacturer narrative:
Per the complaint text, the customer informed abbott service of a broken cuvette. While on site, the field service representative (fsr) replaced the source lamp (part number 09d45-03) and performed verification testing. There have been no further occurrences of discrepant results since the source lamp was replaced. A review of the architect c4000, serial number (B)(4), analyzer service history identified no contributing factors to the current complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, the troubleshooting performed by the fsr. A review of complaints for the source lamp (part number 09d45-03) found no similar complaints and no trends were identified. A review of the architect c4000 complaints found no trends associated with the erratic result described in this complaint. Based on the investigation no product deficiency was identified for either the architect c4000, sn (B)(4), or the source lamp (part number 09d45-03).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results generated on the architect analyzer for one 100 year old patient. The results provided were: on (B)(6) 2018 sid (B)(6) from the ER = 8.3mg/dl, reported to the physician. The physician questioned the results, so the lab pulled the sample and retested mg several times with all results about 1.73mg/dl. There was no known adverse impact to the patient reported.